Event description:
Caller reported a malfunction on pump with no notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting pump using provided information, and no further malfunctions occurred. Caller was advised to continue using the pump and to call back if issue recurred.